Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii gastrointestinal videoscope began displaying an e226 & e117 scope communication error during procedure preparation. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that this unit had undergone insufficient reprocessing as foreign material was found inside the air/water tube. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The e117 error code was present during testing. Additionally, as noted in b5, the subject device had undergone insufficient reprocessing as foreign material was found inside the air/water tube. There were several other points of wear and tear throughout the device. These include, but are not limited to discoloration, corrosion, cracks, and scratching. If additional information becomes available following the device evaluation, a supplemental report will be filed.